Event description:
It was reported the rigid telescope endoscope locking pin is broken and unable to connect with working element. The issue was found during set up for use. There were no reports of patient harm.

Manufacturer narrative:
E1: the full name of the facility (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the locking pin failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.